Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-28. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used, retracted unit. Upon inspection of the unit, it was found that blood had pooled inside the barrel of the device. This is not an expected occurrence and is indicative of a damaged vent plug. A damaged vent plug would also likely result in the blood splash indicated by the event description. The reported defect was confirmed. The unit was dissected to further investigate the vent plug. It was found that the vent plug was sitting at an angle, creating a flow path between the hub walls and the vent plug. This type of damage most likely occurred during manufacturing due to misalignment or damage during placement of the vent plug. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that blood "sprayed" out of the bd insyte¿ autoguard¿ shielded IV winged catheter and onto the wall and user's clothes when the needle was retracted. The following information was provided by the initial reporter, translated from french to english: "when the needle was removed after the catheter was inserted, blood was sprayed out of the safety device hole (blood splashed onto the wall and clothes)". "Blood only".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood "sprayed" out of the bd insyte¿ autoguard¿ shielded IV winged catheter and onto the wall and user's clothes when the needle was retracted. The following information was provided by the initial reporter, translated from french to english: "when the needle was removed after the catheter was inserted, blood was sprayed out of the safety device hole (blood splashed onto the wall and clothes)" "blood only."